Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs leads with the same lot number. It was reported the patient's scs leads have migrated out of the epidural space. In addition, the patient experiences uncomfortable unintended stimulation. Surgical intervention will be taken at later date to address the issue.